Event description:
The patient compared their meter to the lab. The patient tested on the lifescan meter and received a 160 mg/dl, and 21-30 minutes later the patient tested in the lab and received a 140 mg/dl and was not treated. The patient was unable/unwilling to verify if they experienced any symptoms at the time of testing. The patient mentioned that the test strips were damaged. One of the test strips was folded over the rim of the vial. The test strips were not expired. Customer service sent the patient a replacement meter and testing supplies. This case is being reported as a strip malfunction, since the test strip was damaged.